Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes made were reported. No patient consequences were reported.